Event description:
It was reported the lead was replaced during a device change out due to noise observed on stored electrograms. The patient did not receive therapy due to noise. The noise was reproducible through arm movement test. The electrical tests of the lead were normal. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.